Manufacturer narrative:
The device history review (DHR) was reviewed and no anomalies were noted. Reviewing of the manufacturing records did not revealed any applicable discrepancies. Root cause for this event could not be determined as no device was returned for evaluation.

Event description:
It was reported to nuvectra that the patient experienced weakness in the legs following the permanent implant. Hematoma was located in the spinal canal. The cause of the leg weakness is unknown. Subsequently, the stimulator and lead were explanted.